Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The cannula did not insert and was not visible.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed 48 pulses, all of which were first prime pulses, before being deactivated. No timeouts or drive stalls were observed in the data. The drive mechanism was observed and no damages or definceces were observed that would have caused the device not to deploy. The device did not complete the priming sequence, which is why the device did not deploy. No other damages or deficiencies were observed during the investigation.